Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. The head, liner and srom stem were removed, and replaced with a poly liner, ceramic head and srom stem. Doi: unknown. Dor: (B)(6) 2018; right hip.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges infection and elevated metal ions. After review of medical records, the patient was revised to address painful right total hip arthroplasty. Operative findings reported extensive metal staining, soft bone, malunion of prior greater trochanteric fracture, impingement posterior neck of prosthesis on the prosthetic cup. There was also a corrosion of the trunnion, and notching of the posterior neck.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.